Manufacturer narrative:
UDI#: (B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that due to cord rupture the patient underwent revision surgery less than 3 years after the implantation.

Event description:
Please refer to report 0009613350-2018-00765.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture no additional similar investigated events within last 1 month for item number 01.03711.200 have been found. No additional similar investigated events within last 6 months for item number 01.03711.200 have been found. Event description: it was reported that the patient, a (B)(6) female, was implanted with a dynesys system on (B)(6), 2015 treating t6-t10 and t11-l3. It was noted by x-ray and CT that the stabilizing cord ruptured in two places, mid-substance between l1-l2 and mid-substance between l2-l3, with asymptomatic increase in lumbar curvature within a timeframe of 2-3 years post-implantation. Revision took place on (B)(6), 2018. The stabilizing cord was herer intended to be removed. Review of received data: - a drawing made by the surgeon to illustrate the two rupture positions was received. One rupture occurred between l1-l2, the other occurred between l2-l3. In both cases the rupture occurred mid-substance between two screws. - no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was available for in-depth analysis. Review of product documentation: compatibility: compatibility check could not be performed as only one product had been reported. Root cause analysis: root cause determination using sap dfmea: - loss of function of the system due to overload, loss of integrity => possible: as no x-rays, surgical reports or any other case-relevant information was received this cause cannot be excluded. - loss of function due to loosening of set screw or cord damage affecting cord-screw interconnection => possible: as no x-rays, surgical reports or any other case-relevant information was received this cause cannot be excluded. - loss of function due to cord design => not possible: as a systematic issue with design would have been detected as part of the issue evaluation assessment defined in complaint investigation wt-wi 295785 or in the current pms process cp12100 post market surveillance. - loss of function due to non compliance with surgical technique (implantation of a section of the introduction zone) => possible: as no x-rays, surgical reports or any other case-relevant information was received this cause cannot be excluded. - breakage of implants due to patient does not avoid excessive stress on the implant => possible: as no information about the rehabilitation protocol and the adherence of the patient to the postoperative treatment is given. - breakage of implants, failure to obtain solid fusion due to early mobilization and/or loading of the instrumentation/instrumented segments => possible: as no information about the rehabilitation protocol and the adherence of the patient to the postoperative treatment is given. - breakage of implant, screw loosening, reduced stabilization, loss of function due to wrong/incomplete information about postoperative limitation. Patient does not follow the instructions. => possible: as no information about the rehabilitation protocol and the adherence of the patient to the postoperative treatment is given. - chemical, thermal and/or mechanical degradation due to resterilization due to information in IFU and on label ingnored => possible: as no surgical reports or any other case-relevant information was received this cause cannot be excluded. - ripping of the cord, loss of function. Due to damage done through instruments (e.g. Bipolar scalpel) => possible: as no surgical reports or any other case-relevant information was received this cause cannot be excluded. - compromised cord-screw interface; loss of function due to overstretching of cord - user applies excessive tensioning force to the cord => possible: as no information about the rehabilitation protocol and the adherence of the patient to the postoperative treatment is given. - loosening of cord-screw interface; loss of function due to wrong fastening torque => possible: as no surgical reports or any other case-relevant information was received this cause cannot be excluded. Conclusion: it was reported that the patient, a (B)(6) female, was implanted with a dynesys system on (B)(6), 2015 treating t6-t10 and t11-l3. It was noted by x-ray and CT that the stabilizing cord ruptured in two places, mid-substance between l1-l2 and mid-substance between l2-l3, with asymptomatic increase in lumbar curvature within a timeframe of 2-3 years post-implantation. Revision surgery took place on (B)(6), 2018. A drawing made by the surgeon was received which illustrates the two cord rupture positions. One rupture occurred between l1-l2, the other occurred between l2-l3. In both cases the rupture occurred mid-substance between two screws. Otherwise, no medical data such as x-rays, surgical notes or any other case-relevant documents received. Further, the device was not available for investigation, therefore, the condition of the cord is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).